Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant was opened in surgery and a hair was found on the implant.

Manufacturer narrative:
This report is being amended to reflect changes. The visual inspection of the returned part confirmed the presence of hair within the inner cavity of the package on the implant. This device is used for treatment. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the presence of a hair in the package would lead to any infections or other bio-incompatibility if the device had been used. An operator awareness training was conducted to address this issue and prevent further recurrence.